Event description:
Resident was found lying prone in middle of hall with walker tipped over. Resident not moving and not responding to verbal of tactile stimuli. B/p 180/100 p-60 r-puff with expiration. Resident responded after 3 minutes. Right side of face swelling. Right upper lip skin tear 1 x 1/2 cm. Right arm skin tear, 2 cm long each. Bruise noted on right knee 4x1 cm. Tek called eta 20 minutes. Hosp will keep resident for tests to rule out bleeding. Resident still hosp. Hosp contacted. Resident has CT scan/soft tissue damage. They will be taking another CT scan soon. Resident is alert but complains of pain. Diagnosis of cerebral contusion and subdural hygroma-as a result of fall. Placed on unit for physical therapy.